Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead was explanted due to out of range impedance measurements that were greater than 2500 ohms. The physician initially thought there was a loose set screw, however during the revision process, the lead was damaged and subsequently removed. No additional adverse pt effects were observed. The lead has not been returned. Should this lead get returned or should additional information become available, this report will be updated.